Manufacturer narrative:
The act and up arrow buttons did not respond due to flattened button dome switches. No unlocked lcd keypad connector was noted. The pump passed the idle current test. Unable to perform the run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests due to the button keypad anomaly. The pump was received with cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer reported that they were only able to scroll down. The customer stated that they had low blood glucose of 48 mg/dl at the time of incident. The customer stated that they treated the low blood glucose with food and apple juice. The customer was unable to troubleshoot for low blood glucose due to keypad anomaly. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.